Event description:
The customer reported that the pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard.

Manufacturer narrative:
Final analysis revealed that the device did not have an audible tone due to broken transducer wire. In addition, the pump was received with cracked end cap, which prevented further testing.